Event description:
The right ventricular (rv) lead was explanted and replaced due to a increased ventricular threshold. There were no adverse consequences to the patient.

Manufacturer narrative:
As received, a complete lead was returned cut in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies with the exception of damages that are consistent with those occurring at the time of explant. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported inadequate capture could not be conclusively determined.